Event description:
Report of a situation where the treatment module of the mastercouch was unlocked because the hospital staff pushed against the locking mechanism on accident and unlock it. The treatment module came out of the base and the nurses had to support it in order to prevent the pt and module from sliding off the support beams. The pt was frightened and the nurses hurt their back when supporting the pt.

Manufacturer narrative:
Nursing staff did not seek add'l treatment for their back.